Event description:
The manufacturer received information alleging a ventilator failed an active exhalation control module solenoid verification test step. There was no harm or injury reported. The evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation control module solenoid verification test step. There was no harm or injury reported. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The valves were placed on a multifunctional test station and both valves passed all testing. There were no visual defects observed. The pil concludes that both components operate as designed.